Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a broken syringe plunger driver. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was received. Visual inspection showed top case cracked and chipped by the front left and right bottom corners, right plunger case, broken/missing seal on bottom case, and broken screw boss. Visible contamination by the l bracket pole clamp. There is nothing in the event history log pertaining to the reported issue. The plunger head assembly caused the reported issue, the damage is due to physical impact. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously.